Event description:
The service report shows that there was no audio alarm for a short period of time when the vent was powered on. The co customer support engineer (cse) verified alarm malfunction. The cse inspected the device and replaced the power switch and alarm assembly. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.